Event description:
It was reported that upon connecting the pump to a computer, it was recognized, but the screen did not turn on. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.